Manufacturer narrative:
Samples were serum. A field service engineer (fse) went on-site 02/12/2011 and replaced one reagent pipettor because it could not be adjusted into specifications. Fse also replaced 3 other reagent pipettors and system check and qc performed met specifications. Due to a potential for this hardware issue to recur unknowingly, there is potential that a pivotal assay could be erroneously reported and treatment decision may be affected. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding lower than expected plasma protein a (papp-a) results generated by the unicel dxi 800 access immunoassay system on multiple patients' samples. (Note: the papp-a assay is for research use only in the united states). Repeat testing on an alternate instrument resulted higher and better matched the patients' clinical pictures.